Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study reported via phone call that patient experienced high blood glucose levels. Customer's blood glucose level was 420 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the high blood glucose levels was not performed. The insulin pump will not be returned for analysis.